Event description:
It was reported that the patient experienced that the pump would not re-inflate after being pressed to inflate the prosthesis with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, an reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced that the pump would not re-inflate after being pressed to inflate the prosthesis with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, an reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.